Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd synapsys¿ application specimen management workflow errors were observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: " syn; samples locked by user longer than 3 hours ".

Manufacturer narrative:
H.6 investigation summary: this is not a confirmed complaint of a bd product. Per baltrm-synapsys-aph revision 25, the failure associated to this complaint is a user annoyance which is a severity of s1; reference ID 58. Complaints for application were under statistical control for the month of january. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd synapsys¿ application specimen management workflow errors were observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: " syn; samples locked by user longer than 3 hours. "